Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator would not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer¿s field service engineer replaced the motor controller board, power management board, and user interface board. Visual check passed and power-on test passed. Device was returned to full functionality.